Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable high results from coaguchek xs meter (B)(4). At 8:19 am, the result was 4.4 inr and at 9:09 am the result was 4.1 inr. Within seven hours, the customer was tested with a professional coaguchek meter at the doctor's office and the result was 3.2 inr. There was no allegation of an adverse event. The customer was not anemic, not polycythemic, had no antiphospholipid antibodies, no direct thrombin inhibitors, no heparin, no medication changes, no illness, no diet changes, and no symptoms of high results. The therapeutic range was 2.0-3.0 inr. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. The returned meter and masterlot strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 3.0 inr. Donor 2 inr: 2.7 inr. Donor 1 hct: 58%. Donor 2 hct: 58%. Testing results: donor 1: retention meter with masterlot strips: 3.0 inr; customer meter with masterlot strips: 3.0 inr. Donor 2: retention meter with masterlot strips: 2.7 inr; customer meter with masterlot strips: 2.7 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specifications. Relevant retention test strips (lot 272165) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. No information was provided in the complaint case that would point to a cause for the result discrepancy.